Manufacturer narrative:
E1: establishment name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose levels infusion set inserted at insufficient subcutaneous tissue which led to cannula bent in use of first day and was treated by pump on (B)(6) 2026.